Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 9 infusions set fell off during use on (B)(6) 2024. Skin tac was used as adhesive aides at the area of insertion. Insertion area was free from hair. Infusion set has been used for less than 24 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1882194- MDR 3003442380-2024-05994- device 2 of 9.